Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increase in atrial capture threshold was observed during follow-up in clinic. Atrial lead was found to be dislodged on chest x-ray. Lead was repositioned successfully on (B)(6) 2019. Patient was stable before, during and after the procedure.